Manufacturer narrative:
Screwdriver shaft was also referenced. This catalog number is sold with and works in conjunction with the xia screwdriver that is reported. The product is expected for evaluation, and any additional information will be supplied on a supplemental.

Event description:
During surgery, it was found that these polyaxial screw drivers could not hold the screw securely thus it was wobbly even after locking. The surgeon was concerned whether the screws were inserted correctly since the driver was not able to hold the screw securely.